Manufacturer narrative:
(B)(4). Batch # u5a09c. Investigation summary the analysis found that one psee45a device was returned with no apparent damage and with three gst45t reloads present. The reloads (b and c) were received fully fired. The reload (d) was received unfired, with the pan detached from the reload and 19 double drivers and 12 single drivers missing, making the reload non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. No conclusion could be reached on what may have caused the reload pan to dislodge. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported by the sales rep that during a thoracoscopic right lobectomy, yellow staple drivers fell off inside the patient, when the articulation joint was articulated at the 2nd firing on the lung. The device did not fire. Most of them were retrieved inside and outside the patient, but 2 of them could not be retrieved. The same device loading another cartridge was used to fire 3rd firing to 8th firing. The patient is a male. He stays in the hospital. His condition is stable. No further information is available.